Event description:
Procedure type: lap chole. According to the reporter: the seal broke during the case. Nothing fell into the pt cavity. No add'l bleeding and no tissue damage were reported. The operative time was not extended more than 30 minutes. No patient info available. No patient injury was reported.

Manufacturer narrative:
(B)(4).